Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were received. Review of the primary operative notes indicates that the patient was suffering from advance osteoarthritis in left knee. After soft and hard tissue resections, femoral and tibial bones were cut as per requirement. Then trials were inserted and were checked for excellent alignment and excellent stability throughout the range of motion with full extension and passive flexion. Excellent tracking of the patella was observed. Final tibial and femoral components were placed using press fit cementless technique and cement was mixed and applied to the patella and the patellar component was clamped into position. All excess cement was removed. Once the cement had fully polymerized, final trial reductions were done. The patella tracked nicely and final articular insert was snapped into position. Review of the revision operative notes indicates that left total knee arthroplasty failed due to loose tibial component. There were scar around the edge of the tibial component which was removed. There were some areas that appeared had fibrous ingrowth, but bony ingrowth was very minimal. The problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned tibial component identified foreign material in the tm pad between the pegs. Gouges anteriorly and saw cuts at the base of the pegs from implant removal were noted. Scratches around the dovetail feature on the proximal face were also noted. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 42502206801, persona tm femoral component, lot 62438478; 00111214001, palacos r bone cement, lot 62549320; 42540000035, persona all poly patella cemented, lot 62549320; 42511000512, persona articular surface, lot 62263798.